Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they were dizzy, had blurred vision, and was sweating at the time of the event. The bg fingerstick was 35 mg/dl, and the cgm was 190 mg/dl. Upon discovery, she self-administered three glucose tablets and 15 minutes later took three additional tablets. She reported that her condition then stabilized, and after one hour she felt good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.